Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has cosmetic damage. The blood glucose reading is 274 mg/dl. Customer treated with bolus. Customer stated that the drive support cap is loose and cracks around the battery compartment. Nothing further reported.